Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of power module alarms, was confirmed when the unit was evaluated by technical service. The backup battery was faulty. The battery was replaced. The unit was tested and returned to the rental/loaner pool. The battery removed from the unit was unable to be returned for evaluation, and it was discarded. The power module assembly was built in dec 2012. The top assembly was packaged, and placed into inventory on jan 3, 2013. The unit was placed into the rental/loaner pool in mar 5, 2013. The unit was last serviced on aug 29, 2018; the backup battery was replaced then. The unit was returned from use ((B)(6)) on sep 3, 2019. The unit was sent to the customer ((B)(6)) on may 28, 2020. Power module backup power is addressed in the heartmate ii lvas patient handbook. The charge status and alarms associated with the internal backup battery are documented in the heartmate power module instructions for use. The red battery and continuous tone audible alarm is detailed here. Power module (pm) alarms are addressed in the heartmate ii lvas patient handbook, and the heartmate power module instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module was making noises and the signal was lit up yellow. The device was not used on a patient, the issue was recognized when the device was in stock at the hospital. The device was deemed faulty, and was replaced.